Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device in this incident. It was determined that the customer needed to restock assistance. A technical support specialist (tss) connected to unit and guided the customer to insert cubie via cubie admin, stocking transaction recorded successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux had a drawer cubie ejected. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.